Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 386 mg/dl. The customer stated that she inserted a new battery and the screen did not return. No significant events leading to the blank display were noted. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received within normal operating currents and no unexpected off no power or low battery alarm or blank display noted. The insulin pump has cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.